Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose above 600 mg/dl. It was stated that the customer vomiting, swelling of his throat, chest and head pain, cracked lips, and blistered sore throat. The father stated that the customer has been taken to the emergency room three times and each time the doctor just adjusted his basal rates and sent him back home. Troubleshooting was performed. The time and date in the insulin pump were correct. However, the basal rates and bolus wizard were incorrect. Assisted the caller to correct the settings. Reviewed the alarm history and found a low battery and off alarm. Checked the bolus history and the customer¿s glucose level was registered as 247 mg/dl. No further info was provided.